Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had a missing piece of the white component at the tip of the scope, and the end of the linear scope had grooves. The issue was found during unpacking. There were no reports of patient involvement.